Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 2 minutes: 12.0 mmol/l (mobile system) and 4.0 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of meter memory, the value of 12.0 mmol/l was not found.